Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported "popped". Healthcare professional confirmed via physical exam on (B)(6) 2025. This record is for the left side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "popped". Healthcare professional confirmed via physical exam on (B)(6) 2025. This record is for the left side. Device remains implanted. Device will not be returned.